Event description:
It was reported to philips that the system¿s x-ray computer was unable to boot. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Per information collected, the system was outside of clinical use. The field service engineer (fse) went onsite and confirmed that the system was unable to boot up. Upon troubleshooting, fse identified post light error indicated x-ray pc problem. The philips engineer replaced x-ray pc and reinstalled the system. After replacement, the system was returned to good working order. The codes were updated based on the investigation outcome.